Manufacturer narrative:
This information is unknown. Date of patient fracture is unknown. This report is for an unknown locking compression plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown date between (B)(6) 2003 and (B)(6) 2014. Date of explantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: chung, m.k. Et al (2018), incidence and risk factors of hardware-related complications after proximal femoral osteotomy in children and adolescents. Vol. 27 number 3. Pages 264-270. (South korea). The aim of this retrospective study is to investigate the hardware related mechanical complications and the associated risk factors after proximal femoral osteotomy with conventional blade plate (bp) or pediatric locking compression plate (lcp). Between may 2003 and december 2014, 251 patients (282 male and 135 female) were included in this study, 84 patients (51 male and 33 female) had an unknown synthes locking compression plate (lcp) implanted on them. Mean age of patients at the time of the surgery in the lcp group is 9.8 ± 3.7 (range: 3.3¿19.7). The mean follow-up was 3.5 ± 1.9 (range: 1.2¿8.2) years. The mean time until plate removal is 1.1 ± 0.6 (range: 0.6¿6.3) years in the lcp group. Complications were reported as follows: the (B)(6) female had an implant-related fracture 3 months post-operation. The (B)(6) male had an implant-related fracture after 6 months plate removal (15 months post-operation). The (B)(6) female had an implant related fracture after 6 months plate removal (12 months post-operation). This report is for an unknown synthes locking compression plate implanted in the 12 year old male. This is report 2 of 3 for (B)(4). A copy of the literature article is being submitted with this medwatch.